Event description:
A medtronic representative reported that, during a lumbar fusion procedure, the lumbar screws were placed inaccurately. The surgeon was navigating accurately during placement of the inner body. After placing the inner body, the surgeon took another spin of the patient and placed screws in the l4-l5. The surgeon then took a verification spin and discovered that the screws were placed in the spinal canal. The medtronic representative reported the inaccuracy was off my a few centimeters. Medtronic representative stated that after taking the second spin and prior to screw placement, the patient began to "buck" under anesthesia. The reference frame was placed in the posterior superior iliac spine and likely moved during this time. The surgeon opted to complete the procedure without the use of the navigation system. A medtronic representative reported that, the surgeon replaced the screws, approximately a week later. The patient is doing well, no clinical impact or reported neurological deficits.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. Several successful subsequent surgeries have been completed with this system. Per the reported event, the most likely cause was that the patient moved during anesthesia resulting in movement of the reference frame in relationship to the scanned anatomy.